Event description:
The reporter called regarding dexcom g7 sensors. The reporter mentioned she used seventeen sensors manufactured in malaysia failed. She complained to the manufacturer and received replacements manufacture in USA which worked. The reporter did not face any adverse event due to the failed sensors. Reference reports: mw5165251, mw5165252, mw5165253, mw5165254, mw5165255, mw5165257, mw5165258, mw5165259, mw5165260, mw5165261, mw5165262, mw5165263, mw5165264, mw5165265, mw5165266, mw5165267.